Manufacturer narrative:
The device was received for evaluation. Visual inspection observed the sample was received in a plastic bag that had liquid inside it. A functional underwater leak test was performed in which the sample was attached to an airflow, submerged into a water bath and the pressure was gradually increased. As a result, the sample leaked from the filling port weld. The reported condition was verified. The cause of the condition seems to be due to insufficient solvent being applied to the tube and injection port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva bag was leaking from the filling port. This issue was identified during filling. There was no patient involvement. No additional information is available.